Manufacturer narrative:
Manufacture narrative: details of the complaint: customer reported that a patient expired and was discharged. The customer wanted to know if they could get the data back. Customer confirmed that the patient died due to natural causes, not an equipment malfunction. Service requested: troubleshooting, service performed: troubleshooting, missing information: n/a, required information: n/a. Investigation result(s): technical support along with customer found that there was a second patient with the same name after discharging the patient again. Support and the customer selected the correct name and found the data the customer was looking for to resolve their issue. The root cause of the issue was determined to be telemetry technician mistakenly selecting the wrong patient to re-admit. There was no nk device malfunction. This is a low-risk complaint and this issue is unlikely to contribute to or cause a death or serious injury if it were to recur. This complaint record does not require further investigation and can be qa closed as investigational information currently in the complaint record documents that the issue was resolved by selecting the correct patient name to re-admit for retrieval of patient data.

Manufacturer narrative:
The customer reported that there had been no malfunction of the device causing or contributing to the patient's death. The nurse was only calling in for assistance in retrieving the patient's data. Nihon kohden technical services walked her through the process of doing this.

Event description:
The nurse reported that a patient expired, due to natural causes, while being monitoring on the central nurse's station (cns).